Manufacturer narrative:
(B) (4). (B) (4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the surgeon attempted to fire a clip and the jaws locked closed. They forced open the firing handle. It is unknown how the procedure was completed. No patient impact reported.